Manufacturer narrative:
Vyaire medical file identification: (B)(4). H10: a third party service technician evaluated the ventilator and found excessive o2 leak. As a resolution, the analog board was replaced.

Event description:
It was reported to vyaire medical that excessive oxygen leak occurred on the lap top ventilator 1200. At this time, there is no information regarding patient involvement associated with the reported event.